Event description:
It was reported that during use with bd extension set 1.2 micron filter was discovered to be cracked. The following information was provided by the initial reporter: our nicu nurses have been concerned with the 1.2 micron filters (bd extension set 1.2 micron low protein binding filter ref (B)(4)) used for tpn and lipid filtration + administration cracking and introducing more bubbles.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that during use with bd extension set 1.2 micron filter was discovered to be cracked. The following information was provided by the initial reporter: our nicu nurses have been concerned with the 1.2 micron filters (bd extension set 1.2 micron low protein binding filter ref (B)(4)) used for tpn and lipid filtration, administration cracking and introducing more bubbles.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.